Manufacturer narrative:
Batch r19j08036 was manufactured on 10/09/2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph and the leak was not observed. Due to the nature of the returned sample, no additional testing could be performed. Therefore, the reported condition could not be verified or refuted. A batch review was conducted for the potential lot; and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot # - the customer reported a suspect lot: r19j08036. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system solution sets with duo-vent spike were leaking; further described as "one to two drops of chemotherapy drug." The leak was coming from the portion of the tubing that was thread into the pump, where the "white covering" and clear tubing meets. This was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.